Event description:
During the programming of the bridge bolus on (B)(6) 2015, the pump dose was entered incorrectly. The hcp (healthcare professional) had doubled the concentration of the secondary and tertiary drug, but left the primary drug (baclofen) the same. The bridge bolus was programmed to run for 239 hours and 6 minutes. The patient was seen in the ER (emergency room) on saturday night ((B)(6) 2015) and was sent home with the diagnosis of a uti (urinary tract infection). The patient returned to the ER last night ((B)(6) 2015) seizing. Looking at the timeline of the bridge bolus, it appeared the withdrawal started on saturday ((B)(6) 2015). At the time of this report, the patient was in the ER. The ER initially requested that the pump be set at minimum rate, but now wanted the dose increase to half the daily dose (approximately 1,100 mcg/day). The bridge bolus did not make sense mathematically. The bridge bolus calculation was reviewed and it was determine that it should have been a duration of 23 hours and 58 minutes. The programming error cause an underdose. Interrogation showed that 152 hours and 49 minutes remained of the bridge bolus. The patient was doing better. The patient was in a step down unit of the ER. They were going to turn the pump up. The device system was delivering compounded baclofen, clonidine, and bupivacaine. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).